Event description:
It was reported that the surgeon inserted a 18.0 diopter aa4204avl silicone plate lens and the lens was torn by the injector during insertion. The backup lens was successfully implanted and there no pt injury reported.